Event description:
Vns pt developed an infection post-implant. The pt initially reported hoarseness 6 days post-implant. Treating neurosurgeon indicated that at follow-up office visit 8 days after the pt reported the hoarseness, the pt had a usual post-operative exam and appeared to be fine. The pt later reported that they had developed an infection and cellulitis in the neck area. The pt indicated that they noticed pus and bloody drainage from the chest incision the night after implant surgery and that they had a fever of 102 at that time. Their neck was reportedly swollen and could not breathe or talk. The pt reports that they went to the hosp e.r. And was given antibiotic shots. The next day, the pt was seen by neurosurgeon who prescribed keflex, to which the pt had an allergic reaction. The pt was then presecribed augmentin, which reportedly did not resolve the infection. Treating neurosurgeon reportedly indicated to the pt that it was probably their tonsils that were infected and referred the pt to their primary care physician. The primary care physician made the diagnosis of cellulitis in the neck area at which time the pt reported redness, swelling and pain to the touch at the neck incision site. Primary care physician prescribed a 14-day course of levaquin. The pt has since been seen for follow-up by treating neurologist who reports small amount of edema at the neck incision site, but with no redness. Neurologist indicated that both the neck and chest incision sites had healed well, but that the pt still had hoarseness six weeks post-implant. Stimulation was initiated (0.50ma output current) at this office visit. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.